Event description:
Customer reported being hospitalized for high blood glucose and that customer's blood glucose levels did not respond to boluses delivered with the pump. Customer stated that customer's feels unsafe and uncomfortable wearing the pump. Explained to customer the 2 high bg rule and instructed to call back for hp test when clamp arrives.